Event description:
On 3-1-07, dr admitted they've been using broken and old blood pressure cuffs to get peoples' blood pressure readings-she tried 3 cuffs on me and they all showed borderline high blood pressure readings, then she said they'd been using broken ones and said she'd go get another one-she got this other one and it registered my blood pressure as normal -thereby confirming she was right-they were broken. Then, again it happened. I went in to see another dr at this same clinic - the next month and she diagnosed me as borderline high blood pressure - I saw it was an old cuff, so I checked later when I got home- I called the clinic and asked if they'd replaced all cuffs with new ones and she said no they were never broken to begin with. There is not only product use violation going on there with knowingly using cuffs in disrepair - as she admitted to on 03/01/07-, but also to now say "no, they never replaced them because they weren't broken" is negligent in their refusal to get new ones. The adverse event is that I "barely" avoided being harmed by being given an unnecessary prescription for this; I avoided this only because I always double-check every dr. I can imagine how many are getting medicines that aren't necessary because of their practice.